Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vticm5_12.6 implantable collamer lens, -10.5/+3.0/106 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018, the lens was repositioned. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault and lens rotation. The problem was resolved. The cause is listed as user error.

Manufacturer narrative:
Additional information: device evaluation: lens was returned in a micro centrifuge vial with moisture. Visual inspection found no visible damage to lens. (B)(4).